Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 52 mg/dl and food was consumed to address low bg. Contact did not know cause of low bg. Recommendation was made for contact to discuss event with a healthcare provider.